Event description:
Reported on (B) (4) as port fractured and had to be replaced with another device.

Manufacturer narrative:
Taper ii. (B) (4). The product associated with this report has not yet been returned. Based upon the device model provided by the reporter, the connector type is assumed to be a taper ii. Product has not been returned. Visual examination may confirm or determine another connector type associated with this report. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Further info from the reporter regarding serial number and implant date has been requested. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."